Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, it was observed that right ventricular (rv) lead exhibited oversensing due to noise resulting in multiple noise reversion episodes. No intervention was performed. The lead and patient would continue to be monitored. There were no consequences to the patient .